Event description:
This report summarizes <noe> 6 </noe> malfunction events in which the device reportedly overheated. 6 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 6 previously reported events are included in this follow-up record. Product return status 4 devices were received. 2 devices were not available for evaluation. Event confirmation status 3 reported events were confirmed. 1 reported event was not confirmed. Evaluation results 2 devices were found to be affected by internal corrosion. 2 devices were found to be affected by a lubrication problem.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 6 events were reported for this quarter. Product return status: 4 devices were received. 1 devices were not available for evaluation. 1 device investigation type has not yet been determined. Event confirmation status: 2 reported events were confirmed. 2 reported events were not confirmed. Evaluation results: 3 devices were found to be affected by internal corrosion. 1 device was found to be affected by a lubrication problem. Additional information: 6 devices were not labeled for single-use. 6 devices were not reprocessed and reused.

Event description:
This report summarizes 6 malfunction events in which the device reportedly overheated. 6 events had no patient involvement; no patient impact.